Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what color cartridge was used? Green. Was buttress material used? Gore seamguard - echelon. Were there any difficulties with the device during the initial procedure? None. How was the leak identified? Patient symptoms? Patient presented with abdominal pain. What did the staple line look like during the 2nd operation? The staple line looked well-formed and hemostatic. The surgeon was pleased with the result. How is the patient currently? As of (B)(4) 2013 the patient was stable but still in hospital. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on the (B)(6) 2013, a surgical leak was noted in the patient following sleeve gastrectomy (performed on the (B)(6) 2013). The surgeon did not report anything unusual during the procedure and the product specialist was present during the case. The leak appeared as a pin point hole at the top of the staple line. This was discovered following endoscopy and a dye test performed by the surgeon on the patient. This is the surgeon's 2nd case with a ple60a. The patient is stable but was readmitted to hospital to repair the leak.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used? Was buttress material used? Were there any difficulties with the device during the initial procedure? How was the leak identified? Patient symptoms? Are any photos or video available? How was the leak repaired? What did the staple line look like during the 2nd operation? How is the patient currently? Is the patient expected to have a full recovery? Patients preexisting conditions? Patients age, sex and weight? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.